Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa common device name: intravascular administration set a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 2577, FDA patient problem code(s): 2199.

Event description:
It was reported that after use with bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract. There was no patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract. There was no needlestick injury. There was no medical intervention. There was no blood exposure. There are no unused samples for your investigation as we discarded the remaining ones in stock.

Event description:
It was reported that after use with bd vacutainer® ultratouch¿ push button blood collection set the needle did not retract. There was no patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract. There was no needlestick injury. There was no medical intervention. There was no blood exposure. There are no unused samples for your investigation as we discarded the remaining ones in stock.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.